Event description:
The customer stated "on tele pack with flatline but no asystole alarm". They are concerned that when they connect up the transmitter and move ECG from monitor to transmitter, it changes to pulse alarm on and turns ECG on bedside off. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.